Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next one meter was tested with the in-house contour next test strips from lot # 0bpeg07b using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's initials and weight were not provided.

Event description:
An advocate called to report that they performed blood glucose testing on their contour next one meter and obtained readings of lo (indicative of a reading below 20 mg/dl) and 234 mg/dl with two separate vials of the contour next test strips. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.